Manufacturer narrative:
This report is for an unknown biomaterial - cement: vertecem v+/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: bokov, a. Et al. (2016), the potential impact of venobasillar system morphology and applied technique on epidural cement leakage with percutaneous vertebroplasty, pain physician, vol. 19, pages 357-362 (russia).the aim of this study was to determine if other risk factors such as the type of venobasillar system or the position of the needle were independent risk factors for epidural cement leakage during vertebroplasty. A total of 75 patients (18 males and 57 females) with a mean age of 65 (range 57-82) years were treated with a high viscosity methyl methacrylate bone cement (vertecem v+, synthes). The following complications were reported as follows: 28 patients had extensive epidural cement leakage, although all patient swere asymptomatic.65 of the 150 treated vertebral levels had a magistral type of venobasillar system and of these 22 demonstrated extensive epidural cement leakage.85 of the 150 treated vertebral levels had a disperse type of venobasillar system and 6 of these demonstrated extensive epidural cement leak.this report is for a high viscosity methyl methacrylate bone cement (vertecem v+, synthes).this is report 1 of 1 for complaint (B)(4).